Event description:
Sorin group received a report that a popping noise and a burning smell was coming from the e/p pack of the s5 during setup. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the e/p pack s5. The incident occurred in (B)(6). This medwatch report is filed on behalf os sorin group (B)(4). Sorin group received a report that a popping nose and a burning smell was coming from the e/p pack of the s5 during setup. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The sorin service representative replaced the switching power supply functional testing was performed and all tested to specification. The reported issue was solved by replacement the switching power supply. No further investigation is necessary. No nonconformities related to this issue were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.